Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of the system would not read the instrument. The instrument was checked for recognition on an in-house system and the instrument was successfully recognized. The pogo pins were not stuck or contaminated. The dcp (dallas chip programmer) verification of the instrument passed. The instrument was driven and moved intuitively and the scissors opened and closed. Engineering also found pad printing removed on the tube extension. Multiple scratches were found on the tube surface. The evidence was inconclusive, but damage was likely due to improper cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.